Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not opening. A field service engineer (fse) removed the rear panel, confirmed the hard stop spring was damaged, removed the hard stop, and installed the replacement to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer does not open. The unit only makes a clicking sound as though it was attempted to open, but the drawer never actually releases, and user was unable to fix it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.